Event description:
It was reported that the two atrial leads were attempted for implant but not used because of the patient's poor atrial anatomy. Both leads were unable to sense due to the patient's silent atrium. The leads were removed and a third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that blood was found in/on the helix/lobe mechanism.